Manufacturer narrative:
Approximate age of device- 7 months. Manufactures investigation conclusion: the patient remains ongoing with the lvad device, therefore not available for evaluation. This type of event has been previously investigated. Reference document (B)(4). Complaint data is reviewed periodically per the quality data review process (qs work instruction # (B)(4)). Quality data reviews are conducted on production and post production signals to evaluate specific business areas and products and ensure the effectiveness of these business areas and products including conformity to product requirements. This is done by periodic review of key performance indicators and objectives. Qdr information, as applicable, feeds into CAPA requests. A specific cause for the reported infection could not be determined through this evaluation. A correlation between the device and the reported driveline infection could not be conclusively determined. Infections are listed in the instructions for use as potential adverse events that may be associated with the use of heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that on (B)(6) 2019 the patient presented with yellow drainage from driveline and was admitted for infectious workup. Cultures sent revealed driveline infection and positive for sulfamylon and driveline culture growing pseudomonas. A CT was ordered, and broad spectrum antibiotics were started. A plastic surgery consult reported no plan for surgical intervention. Infectious disease consult recommended that antibiotics be narrowed and IV antibiotics administered for six weeks. A PICC line was placed for cefepime 2g IV q8 for six weeks. The patient was stable and discharged home. No additional information was provided.